Manufacturer narrative:
The getinge field service engineer (fse) replaced the safety disk. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while performing an unrelated service by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) safety disk membrane test is failing. There as no patient involvement. There was no patient involvement.